Manufacturer narrative:
The associated reportability decision for this pli has been updated from a reportable event to a not reportable event; therefore, this rr was automatically canceled. For additional information, please reference the associated rd, transaction (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during end to end anastomosis on a laparoscopic left sigmoid resection, two staplers were used and after connecting the spike to the anvil the physician assistant closed down to approximate the tissue. As the surgeon closed down, the tissue split anterior left side if looking from superior to inferior. The two sections of the tissue had to be removed with two anvils. In addition, the staplers were hard to closed both times. Another stapler was used to complete the case.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of five photos and one device. Visual evaluation of the five photos, appears to be tissue splitting. The visual inspection of the staple guide noted the presence of a full complement of staples. The anvil of the instrument was observed to be tilted and separated from the instrument. Further inspection of the anvil cutting ring showed no traces of knife impression and the ring was received intact. Functionally, the device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely and the staple line was properly formed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. A definitive root cause could not be determined with regard to the reported conditions. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.